Event description:
Customer was admitted to the hospital for high blood glucose levels. At the night customer heard an alarm, but customer did not feel well and was not able to respond to the alarm. The customer also had another diagnosis of a cardiac infarction. The customer could not remember when she last changed her set and reservoir. It was not possible to troubleshoot the pump as the patient was in intensive care.